Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgery the shell inserter was discovered cracked. There was no known impact or consequences to the patient. It was reported that no further information was available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}, updated: d9; g3; h2; h3; h4; h6, visual examination of the returned product identified there are impact marks to the strike plate along with nicks to the tapered guard. There are wear marks on the inside of the shaft along with on the tapered guard. There is scuffing visible along the length of the shaft. The tip of the device has cracked on one side. The device has a potential field age of around 8 years, the frequency of usage in this period is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.